Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user suspected the ilet was not delivering basal insulin after experiencing high glucose, despite the device displaying ongoing algorithm steps indicative of insulin delivery; the user wears an inset with a teflon cannula, and kinking into the dermal layer was discussed as a potential delivery issue. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of remote troubleshooting and education. Investigation included review of device data features with the user to confirm algorithm engagement and discussion of infusion set function, along with guidance to perform a complete supply change due to an empty cartridge and a referral for follow-on training. Investigation of this case revealed no confirmed device malfunction, with potential infusion set cannula kinking discussed, and insulin delivery inferred by cartridge depletion and algorithm activity. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.